Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer delivered a food bolus, however, customer did not consume the amount of food initially bolused for. Subsequently, the customer experienced a low blood glucose (bg) level in the 50s (mg/dl). The customer consumed carbohydrates to address bg. Additionally, a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy.